Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The blood leak occurred as soon as the pump speed was brought up to the prescribed blood flow rate. The leak was coming from the connection of the heparin line to the hard plastic ¿t¿ connector. The cm confirmed the line did not completely separate. Photos were provided for review. Once the leak was noted, the blood pump was turned off and the lines were clamped. There were no machine alarms. No leaks were noted during the priming phase. Prior to treatment, there were no obvious defects noted on the combi set bloodlines. The patient¿s blood was not returned; estimated blood loss (ebl) was 260 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their full treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, photos were received from the customer and damage was able to be confirmed on the red ¿t¿ connector and the heparin line assembled to it. The reported event was able to be confirmed by using the provided photos.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The blood leak occurred as soon as the pump speed was brought up to the prescribed blood flow rate. The leak was coming from the connection of the heparin line to the hard plastic ¿t¿ connector. The cm confirmed the line did not completely separate. Photos were provided for review. Once the leak was noted, the blood pump was turned off and the lines were clamped. There were no machine alarms. No leaks were noted during the priming phase. Prior to treatment, there were no obvious defects noted on the combi set bloodlines. The patient¿s blood was not returned; estimated blood loss (ebl) was 260 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their full treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.